Manufacturer narrative:
Instructions for use (IFU): the hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The manufacturer (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The pump was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed via review of the controller log files. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathological examination revealed presence of thrombus on the impeller surface. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the excessive vibration can be attributed to imbalance of impeller that might have occurred due to formation of thrombus on the impeller. Thrombus is a known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Although a definitive root cause cannot be determined, clinical status and comorbidities are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6), the patient "heard a churning noise that went away". There were no alarms and no change in the flow of rpms, but a slight increase in watts (still within parameters) was noted. The patient presented to the clinic on (B)(6) where a "rattle-like" sound was heard coming from the patient's vad and was confirmed by the cardiologist. The patient was undergoing a transplant at the time of the report, (B)(6). Pump will be returned, but no peripherals will be returned.

Manufacturer narrative:
No code available. Pump was vibrating; however patient received a transplant. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.